Event description:
It was reported that during implant, the right ventricular (rv) lead dislodged twice. The rv lead was removed and a different model rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode was covered with blood. The analyst commented that the helix length test was performed, and length was within required specification. Also performed helix extension and retraction test, all parameters were within specified parameters.